Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service report is as follows: it was found by the technician that one or more components were replaced. The technician replaced the power supply monitor board. If the unit/part is returned for evaluation and up on results available a supplement document will be provided. (B)(4).

Event description:
Technician's description: when connecting the new device to the power supply (for initial check up), there was a loud bang and afterwards the power supply board was defective. This event was noticed during a routine check. No pt involved.